Manufacturer narrative:
(B)(4). A sample was not sent in for an evaluation; therefore an evaluation of the actual sample cannot be performed. However, a photo of the actual sample was evaluated; and the reported condition of a broken filter was confirmed; the cause of this condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a paclitaxel set that had a broken filter. This condition was discovered before-use; therefore there was no patient involvement or medical intervention invovled. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.